Event description:
It was reported that the device was ¿non-functional¿ but the reporter did not have any further information about why or when it occurred. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748910, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 748910, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 3093-28, lot# v088840, implanted: 2008-(B)(6), product type lead product ID 3093-28, lot# v088840, implanted: 2008-(B)(6), product type lead. (B)(4).